Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05404, 0001822565 - 2017 - 05410, 0001822565 - 2017 - 05411, 0001822565 - 2017 - 05412. Concomitant medical products: unknown cup p/n unknown l/n; unknown femoral head p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown. A revision has not occurred at this time, the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. Please consider this report void.